Manufacturer narrative:
Concomitant medical products : product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Follow up information received reported the patient stated that ¿conditions have improved¿. It was noted that all of the adaptive stimulation settings were reset at the last visit and that their problems seemed to have resolved. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient was experiencing intermittent stimulation. It was reported impedance testing was performed but the results were unknown at the time of report. It was noted there were no patient symptoms associated with the event. It was further reported the patient's device was "cutting on and off". It was reported the manufacturer representative turned off of their adaptive stimulation; however, the problem continued. Additional information received reported there were no updates to the patient. It was noted the impedances were checked and the sensor orientation was reset; however, the problem continued. Additional information received reported the patient was having significant fluctuations in their stimulation amplitude and that the adaptive stimulation does not seem to be functioning properly.